Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine check. Upon interrogation, it was noted that the there was high ventricular rates and noise reversions. The right ventricular lead had noise on it. The lead was reprogrammed. The patient was stable would continue to be monitored.